Manufacturer narrative:
The console (aic) was returned for evaluation. Upon inspection of the console, the blue receptacle was completely broken off. Therefore, the root cause of purge disc/flag issues was a broken blue receptacle. (Broken component) the failure mode will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller had a broken purge clip. A loaner was sent to the customer. No report of patient involvement.